Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the alleged disconnection issue. The definitive root cause could not be determined based upon available information. The device is labeled for single use. The catalog number has not been cleared in the u.s., but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the u.s.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model 0603870c implanted port allegedly experienced disconnection problem. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The female patient is (B)(6) years old and weighs (B)(6) kgs.